Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump language changed to spanish after coming out of storage mode. The customer's blood glucose level ranged from approximately 270-271 mg/dl. Customer changed the language and continued using the pump for insulin therapy.